Event description:
A report was received that the patient underwent a pocket revision after her remote control had difficulty communicating with the ipg. The physician flipped the ipg and made the pocket more shallow. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.